Event description:
In 2009, the pt reported that three months prior in early 2009, she had elevated blood glucose readings of 400-500 mg/dl with her target range being 60-130 mg/dl. She said she was hospitalized for an infection caused by surgery and placed on an antibiotic pump for 2 weeks until her blood glucose returned to her normal levels. She stated she also experienced stress during this time. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.